Manufacturer narrative:
Correction: the initial report indicated that the patient's medical history included chronic pain and should have instead specified chronic low back pain. The narrative was therefore updated in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for no n-malignant pain and chronic low back pain. The pump administered the following medications as of (B)(6) 2020: morphine (concentration: 20.0 mg/ml, dose rate: 8.501 mg/ml), sufentanil (concentration: 100.0 mcg/ml, dose rate: 42.50 mcg/day), and dilaudid (concentration: 3.0 mg/ml, dose rate: 0.4250 mg/ml). It was reported that the patient¿s medical history included chronic low back pain. The pump connector was torn and leaking. The pump pocket was full of fluid since (B)(6) . The event occurred post operation in (B)(6) 2020 (specific month and year known only). The date (B)(6) 2020 is considered an approximate date of event. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been none. No diagnostic tests or troubleshooting was performed. It was further reported that the pump was programmed with a model 8709 catheter, not an 8711 or 8703w which were both registered in the manufacturer¿s device registry. The 4 cm pump segment and connecter were removed and replaced with a model 8578 revision kit. There was a tear and leak observed on the connector. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID: 8703w, lot# l62637, implanted: (B)(6) 2000, product type: catheter; product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump being programmed with a model 8709 catheter and not an 8711 or 8703w as registered caused no issues to therapy. It was reported that the cause of the pump having been programmed with a model 8709 catheter was unknown. Information regarding the programmer initially used to program was unavailable. The 8711 catheter was returned as the affected device. No further complications have been reported.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot/serial# (B)(6) implanted: (B)(6)2004 explanted: product type catheter h3: evaluation of implantable catheter product ID 8711 lot/serial# (B)(6) revealed damage to the suture ring (on the connector). The suture ring area had a jagged and smooth appearance consistent with a broken suture ring. Analysis also identified a "v" shaped hole in the body of the catheter under the strain relief shroud. The "v" shaped pattern was consistent with a needle stick. Leaking was observed from the site of the hole during pressure testing in the lab. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8703w, lot#: l62637, implanted: (B)(6) 2000, product type catheter. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Product ID: 8711, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4)4), UDI#: (B)(4); product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for no n-malignant pain and chronic low back pain. The pump administered the following medications as of (B)(6) 2020: morphine (concentration: 20.0 mg/ml, dose rate: 8.501 mg/ml), sufentanil (concentration: 100.0 mcg/ml, dose rate: 42.50 mcg/day), and dilaudid (concentration: 3.0 mg/ml, dose rate: 0.4250 mg/ml). It was reported that the patient¿s medical history included chronic pain. The pump connector was torn and leaking. The pump pocket was full of fluid since march. The event occurred post operation in (B)(6) 2020 (specific month and year known only). The date (B)(6) 2020 is considered an approximate date of event. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been none. No diagnostic tests or troubleshooting was performed. It was further reported that the pump was programmed with a model 8709 catheter, not an 8711 or 8703w which were both registered in the manufacturer¿s device registry. The 4 cm pump segment and connecter were removed and replaced with a model 8578 revision kit. There was a tear and leak observed on the connector. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.